Event description:
Discordant ca-125 (ov) result was obtained on patient sample. The sample was repeated and the correct ca-125 (ov) result was reported. Patient treatment was not altered or prescribed. There was no report or adverse health consequence as a result of the discordant ca-125 (ov) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to the sample level sense error. The cause of the sample level sense error is unknown. The instrument is performing within specifications. No further evaluation of the device is required.